Manufacturer narrative:
The customer¿s report that the tubing set leaked was confirmed, however; the leak is from a crack in the female luer, not from the y-site as the customer reported. Visual inspection confirmed that the female luer had a lateral crack. Closer inspection under a lab microscope observed no tool marks or signs of over torque. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a crack in the female luer wall on the opposite end of the injection gate of the suspect pca set. No tool marks or signs of over torque were observed. A lab syringe was attached to the set for a priming test, and the set leaked from the cracked female luer. No other leaks were observed throughout the set. The root cause was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the tubing set leaked from the engagement at the y-site during a dilaudid and IV fluid infusion. It was clarified that the tubing set did not separate as initially reported. The patient did not receive any of the IV fluid flush bag and it is undetermined whether the patient received the dilaudid medication as ordered. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9142911, exp: 2022-05-31, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set leaked from the engagement at the y-site during a dilaudid and IV fluid infusion. It was clarified that the tubing set did not separate as initially reported. The patient did not receive any of the IV fluid flush bag and it is undetermined whether the patient received the dilaudid medication as ordered, however, the customer further stated that there were no adverse effects caused to the patient from the event.